Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during an unknown procedure. A few days later, it was discovered that the catheter had separated from the hub. An additional procedure was required to exchange the defective catheter with a like device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: b5 - in additional information received on 17oct2018, it was noted that there was no difficulty or resistance experienced upon implantation of the device. There was no active movement of the patient when the hub separation occurred. The patient was rarely moving and lying in bed. Corrected data: b7-pre-existing conditions: aske. Investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One 8.5fr mac-loc catheter was returned for evaluation in used and damaged condition. Biomatter was present on the device. Approximately 10.5cm of the catheter tubing beginning with the flare and ending with a cut was returned. Hemostat marks could be seen on the tubing approximately 3cm from the flare. The flare was lopsided, missing portions, had a lip and was fraying at the edges. The flare also appeared to bulge outward at its base. Due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Outer diameter measurements of the catheter tubing were confirmed to be manufactured to the correct specifications and tolerances during dimensional analysis. A leak test could not be performed, and no other relevant dimensions could be gathered due to the condition of the returned device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record revealed no nonconforming events which could contribute to this failure mode. It should be noted that there were no other complaints reported in this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. Potential root causes have been attributed to the mac-loc body thread dimensions being at the high end of tolerance and assembler being unable to consistently control suture location. Appropriate measures have been taken to address this failure mode. We have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.